Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, echelon stapler was not able to get the knife backwards after firing, which made the doctor use the emergency "fire back" button. No other problems occurred. There were no patient consequences.